Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the ethernet coupler was replaced as there was a broken pin on the inside of the unit. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0.

Event description:
A site representative reported that, while in a spinal fusion, an image acquisition performed on the imaging system could not be transferred to the navigation system. It was noted that the error repeated when attempting to transfer the image acquisition to the electronic picture archiving and communication systems (pacs) of the site. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient information provided.

Manufacturer narrative:
The ethernet coupler for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that the coupler was damaged as it was bent. If information is provided in the future, a supplemental report will be issued.